Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of approximately 40 mg/dl; cause was unknown. Contact did not know how the low bg was treated. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: a review of the log indicates that the lowest bg reading on (B)(6) 2019 was 75 mg/dl. Blood glucose (bg) values from 49-52 mg/dl were recorded by continuous glucose monitor (cgm) from 7:46:51 am to 8:01:51 am on (B)(6) 2019. Cgm alert 1 (cgm low alert) enunciated. On (B)(6) 2019, user made bolus requests while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. On (B)(6) 2019, user made bolus requests without entering current bg and while still having insulin on board (iob). Making bolus requests without entering current bg and while still having iob could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.